Event description:
It was reported by service report that the jack was drifting due to a worn spring on the release rod. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - release rod.